Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was getting jolting sensations in their feet sometimes while they were asleep. The patient stated they were getting the jolting sensations while just laying down, being still. The patient requested someone to come and reprogram them. They mentioned they had a head injury so they get mixed up. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated that the circumstances that led to the shocking included them just lying down anytime. The ins just added intensity. They stated no steps were taken to resolve it, it just stops on its own. No patient complications were reported as a result of this event.